Manufacturer narrative:
H11: through follow-up communication livanova learned the device serial number which was used during the surgery. Model/serial numbers have been added to the dedicated d.4 section. Also unique identifier (UDI) number have been updated accordingly. In addition, it was learned that the issue was related to an error message "bubble sensor defective" displayed on the essenz console. Based on the information received (presence of error message "bubble sensor defective"), the event has been re-assessed as not reportable. In case of bubble module/sensor failure, the user is warned through warnings/error messages on essenz cockpit and audible tone. In such situation, as per device instructions for use, the user is required to troubleshoot the problem to identify and eliminate the cause of the alarm. If this is not possible, the user is required to replace the bubble sensor/module. In the extreme situations: an air bubble may pass undetected during troubleshooting phase while warning message are displayed and the pump would not stop. The situation in which the bubble detection function is malfunctioning, and air is delivered to the patient right after the warning message is displayed is unlikely to occur. An air bubble may transit, the bubble alarm sounds, and the pump is not stopped due to link between pump and bubble detection function being interrupted. The situation in which the arterial pump is no longer monitored by the bubble detection function and air is delivered to the patient right after the warning message is displayed is unlikely to occur. However, an arterial filter must always be used as per device instruction for use to further mitigate the risk of embolism. In addition, the user is required to take extra care while completing the perfusion without the control or monitor. Thus, any failure of bubble monitoring/control function which may result in under-sensing before procedure with presence of error messages, is not likely to result in death or serious injury and the event is assessed as non-reportable malfunction. Similar issue has been complained about by other customers and the returned sensors showed internal electrical damage. The supplier of the bubble sensor detector was notified of the event to address the reported failure. Based on the above facts, the most likely root cause has been traced back to the internal electrical failure of the bubble sensor.

Event description:
See initial report.

Event description:
Livanova received a report about a bubble sensor defective. No patient impact reported.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.